Manufacturer narrative:
Approximate age of device ~ 2 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device on (B)(6) 2017. It was reported that the patient was having frequent red heart alarms that indicate low flow. Mbp 80 inr therapeutic. No arrhythmias noted the patient's log files were sent for review. The log file captured 113 low flow events on (B)(6) 2019. The pump is maintaining the set speed & appears to be operating as intended. There appears to be a reduction in blood volume flowing through the pump. Please consider any conditions which would reduce blood volume flowing through the pump. It was reported that on (B)(6) 2019, a CT scan showed thrombus formation on inflow cannula. Ramp study with speeds up to 11,000 and unable to decompress left ventricle. Tpa x 2 and IV heparin given. Ldh now up to 2000-3000 and urine dark in color. Creatinine up and lft's elevated. Pump parameters at baseline. No further low flows. Physician contemplating redoing the ramp study to determine if further tpa is needed but worried about dislodging a thrombus. Discussed the risks and suggested continued medical management. Followed up on status and repeat ramp was completed and was able to decompress lv. No tpa was given. They will continue to monitor for now. No further information was provided.

Event description:
It was realized (B)(4) was exchanged due to thrombus on (B)(6) 2017 and received at abbot for investigation on 04aug2017. The patient's vad serial number implanted (B)(6) 2017 is unknown. Multiple attempts for additional information were made; however, no additional information or the serial number of the patient's pump was provided.

Manufacturer narrative:
Additional information; patient's previous pump exchange for thrombus was reported under MFR #2916596-2017-01734. Approximate age of device- 1 year, 7 months. Manufacturer's investigation conclusion: the report of low flow alarms can be confirmed based on the submitted log file; however, a specific cause for the alarms and the report of suspected thrombus cannot be confirmed. The patient experienced frequent red heart alarms indicating low flow. The patient¿s log file from the time of the reported event contained approximately 4 days of data, spanning from 16feb2019 16:46 to (B)(6) 2019 21:29, which captured numerous low flow hazard alarms, where the calculated flow was captured as 2.4 lpm. Starting on (B)(6) 2019 20:49, the low flows events became continuous and remained active until the end of the log file. Besides these events, the device appeared to be operating as expected at the set speed of 9200 rpms. Pump, flow, and pi ranged from 4.0-7.3 watts, 2.6-8.7 lpm, and 5.8-10.0, respectively. Per the patient¿s physician on 22feb2019, a CT scan was performed which revealed a thrombus formation on the patient¿s inflow cannula. A ramp study was performed with speeds up to 11,000 rpms; however, the left ventricle was unable to be depressed. The patient¿s ldh was elevated in the 2000-3000 range and their creatinine and lfts were elevated. The patient was treated with 2 doses of tpa and was started on IV heparin. Their pump parameters returned to baseline and no further low flows were noted. The patient¿s physician contemplated redoing the ramp study to determine if further tpa was needed but worried about dislodging a thrombus. Risks were discussed, and it was suggested to continue medical management. A repeat ramp study was completed, and the left ventricle was able to be decompressed. No tpa was given and the plan was made to monitor the patient. Requests for the serial number of the device were sent to the customer. The patient remains ongoing on vad support with no further reported issues. No product available for investigation. Hemolysis and thrombus are listed in the IFU as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events. The "patient care and management" section outlines the use of anticoagulation therapies. The section entitled "pump performance monitoring" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU also contains a section titled "pump flow", which outlines how pump flow is estimated based on pump power. The "alarms screen" section outlines system's advisory and hazard alarms and how to respond to them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Pump serial number was received: (B)(4).

Manufacturer narrative:
No further information was provided. The patient remains ongoing on (B)(4). The manufacturer is closing the file on this event.